Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2018 for low blood glucose. Blood glucose reading was 39 mg/dl at the time of admission. The customer was unresponsive leading to their hospitalization. Troubleshooting was not performed on the insulin pump. The customer was advised of their settings for the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with missing display window cover. Unit received with minor scratched display window, case and keypad overlay texture damaged.